Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user technique and/or an interaction with patient anatomy and the subsequent treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional perclose proglide device referenced is being filed under a separate medwatch manufacturer report number.

Event description:
It was reported that arteriotomy closure of the left common femoral artery (lcfa) and the right common femoral artery (rcfa) was attempted using two proglide devices via 6f sheaths after a bilateral iliac interventional procedure. Reportedly, cuff misses occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis on both the lcfa and the rcfa. There was no adverse patient sequela and no reported clinically significant delay in the procedure. The physician is reportedly trained in the use of the proglide device. No additional information was provided.